Manufacturer narrative:
Patient age, sex and weight are unknown. The investigation is not yet completed. A follow up report will be submitted with all additional, relevant information.

Event description:
Missizing / embolization: the occluder emolized during detachment, after the tugtest and all controls. The occluder embolised into the descending/ abdominal aorta. - the pusher was checked beforehand and there were no defects or faults. - measurement was made with sizing balloon and echo (tee), defect size was just under 1.0. - the septum was with pronounced aneurysm, it was more of an asd in the pfo tunnel, the anatomy was difficult. - the procedure ended successfully, the occluder was captured and removed, and the patient was fine the whole time. - the procedure was successfully performed and the asd occluder was implanted (sn: (B)(6)/ ref: 29asd16).

Manufacturer narrative:
The device investigation did not reveal any deviations. The provided images were reviewed by a medical expert. According to the medical expert, the defect was a "spiral asd defect" which has a 'double' atrial septum (septum primum & septum secundum). According to the corresponding IFU, the flex ii asd occluder is contraindicated for asd primum defect, however, the complained flex ii asd occluder was used to close the spiral defect. Thus, the patient anatomy contributed to the complaint event. No device-related root cause was identified.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported asd occluder revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record. Additional information was provided by the clinical specialist: "the occluder embolised during detachment, after tugtest and all controls. The occluder embolised into the abdominal aorta. Measurement was made whit sizing balloon and echo, defect size was just under a 10 mm. The septum was whit pronounced aneurysm, it was more of an asd in the pfo tunnel, the anatomy was difficult. The procedure ended successfully, the occluder was captured and removed, and the patient was fine the whole time. The procedure was successfully performed and the asd occluder was implanted".